Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The customer was performing instrument maintenance when the leak was identified. The leak was approximately 1 ml of diluent. The customer determined the leak was due to disconnected tubing in the sheath fluid pathway. The analyzer generated error messages for "sheath tank not full." The customer was able to reconnect the tubing with instructions from technical support and ran two samples which ran with no errors or issues. The operator was wearing personal protective equipment of gloves and a lab coat at the time the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer reconnected the tubing at vl46b and the instrument ran without any leaks or error messages. A beckman coulter field service engineer was not required to evaluate the analyzer.